Manufacturer narrative:
The complaint notification associated with this device described that one screw in the proximal posterior axis is missing. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted at otto bock's (B)(4) service center. After evaluation, we can confirm that one bolt is loose. An exact reason for that could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one screw in the proximal posterior axis is loose. No fall or injury occurred due to this failure.